Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product code 826850 with lot 7336629 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - catheter crimped 44.6cm from distal tip. Icp express: 510, cerelink monitor acceptable; microsensor detected and zeroed without any issues. The issue of the complaint was not confirmed. Root cause - the possible root cause for this issue could be ¿incorrect set-up of device.

Event description:
N/a.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2025-00102. A facility reported a cerelink sensor (ID 826850) would not zero. The microsensor tip was held under saline as they tried to zero it before implanting. Two kits did not zero, however, the third one was successfully zeroed. They did not replace the patient extension cable, so it is unclear whether that was the issue. No patient injury was reported. There was a 30¿45-minute surgical delay due to product issue.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h11. The cerelink sensor (ID 826850) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to incorrect set-up of device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.